Event description:
It was reported that the weld under the seat broke and end user fell, hurting his left side. No fracture.

Manufacturer narrative:
As the end user was sitting on the rollator seat, the weld for the seat apparently broke. It jolted him back and sideways and he fell. He hurt his shoulder and leg and hurt his lower back. He did not seek medical attention until a few days later when he continued to have pain. X-rays were taken and no fractures were noted. The sample has not been released for evaluation and photos have not yet been made available. At this time, we are unable to determine what role the device may have played in the reported incident. A root cause has not been determined. No serious injury has been reported.